Event description:
Fibroids, asymptomatic, but dr recommended myomectomy, before attempting to have a child. The dr told pt that if they got pregnant with the fibroids left untreated, that the baby would drown in its own blood. That scared the pt into doing something about the fibroids since he kept pestering the pt about them during every pelvic exam. Pt asked about uae. He said "let's try it". Pt told him they did not want to undergo a procedure that would leave them sterile, and that they wanted to still be able to have a child. Pt asked about adverse effects. He told them that there would not be any adverse effects. Post-uae, pt experienced abnormal menstrual periods. No periods from 1/00 to 7/00. When pt had the first period in 7/00, it was slight, very dark as if there were no oxygen in the blood, and very brief. (1 day) post-uae began having night sweats, dry vagina, lack of sexual desire, and sleeplessness. Pt thought that this procedure (uae) precipitated early menopause. Pt began to be constantly afraid that they would not be able to conceive a child post uae. Since surgery, pt has noticed advance signs of aging. Wrinkled skin, aching joints, failing eyesight, lack of sexual desire. Before (uae), their periods were (28) days like clockwork. Pt had a very youthful appearance. Pt has talked with several drs who say that uae is not recommended for women who want their fertility preserved. Pt has since gone to two drs who say that pt is not in menopause, but that the pt's ovaries may have been damaged by the procedure. Pt has since talked to several women, including their parent, who say that they have born children while having fibroid tumors and that they had successful pregnancies. Pt thinks their obgyn, whom pt had complete faith in, should not have recommended that they have this procedure done, especially since he specializes in fertility. Pt has had sleepless nights since having the procedure done, and feels that the (uae) should not have been performed on them, since they wanted to have children, and didn't look forward to menopause any time soon. Uae may have rushed menopause along in them, along with leaving the pt sterile.